Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead had chronic low r-waves for approximately 7 years and the physician felt that patient was not protected; therefore, during a recent routine device replacement, the physician elected to cap and replace the rv lead. No patient complications have been reported as a result of this event.